Manufacturer narrative:
We checked the returned unit and confirmed that the air/water channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the insertion flexible tube (ift) compressed, the light guide cable compressed, the light guide cable buckled, the angle wire play, the root brace rubber cut, the objective lens unit scratched, the air/water nozzle dirty, the bending rubber dirty, the air/water nozzle loosened, the lg prong top loosened, the root brace rubber discolored, and the lg root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.